Event description:
On (B)(6) 2009, the patient reported the display screen on her insulin infusion device "dims and then it comes back up." She stated this issue began on (B)(6) 2009, and "it was doing it a little bit, but then it had stopped." She stated the display is dim again today and she can only read part of the display. She stated she is using a lithium battery and was advised not to. She inserted an alkaline battery into her device, but the device remained dim. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.